Manufacturer narrative:
Clinical conclusion: based on the available information, there is a likely causal association between the patient¿s pd catheter exit site infection and the peritonitis event which resulted in hospitalization on (B)(6) 2018. Peritonitis is a well-documented complication known to occur in pd therapy and exit-site and catheter-tunnel infections are major predisposing factors to pd-related peritonitis. There is no evidence that indicates the peritonitis was caused by a liberty select cycler malfunction or product deficiency. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) was hospitalized for peritonitis. Per the peritoneal dialysis nurse, the peritonitis progressed from a pd catheter (not a fresenius product) exit site infection. The causative organism identified was gram positive cocci (bacteria species unknown). The patient was treated with the antibiotic vancomycin 1 gram (unknown route, frequency and duration). The patient was reportedly discharged to rehabilitation on (B)(6) 2018 due to weakness. The nurse indicated the patient continued pd therapy while hospitalized. Further details surrounding the patient¿s hospitalization are unknown. Additional information was solicited.